Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow-up in clinic gradually increased atrial capture threshold was noted. High pacing lead impedance was also observed. Noise on atrial channel was also revealed. The lead remains implanted, but not in use. The patient was stable.